Event description:
Right zygomatic tripod fracture reconstruction with biosorb fx plates and screws in 2003. In 2004 difficulties to open the mouth, swelling in fluctuating pattern and tenderness in right cheek. Treatment with p.o. Antibiotics.